Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump will go blank and turn off while patient is using the pump without an error message or alert. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.